Manufacturer narrative:
No unexpected blank display anomalies noted during testing. The device passed the displacement test and off no power test. The operating currents were within specification. Moisture damage was noted on lcd board. The device had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 239 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer stated the insulin pump had a blank display screen. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.